Manufacturer narrative:
Investigation summary visual inspection: unk - screws: locking: trauma was received at us cq. Upon visual inspection at cq, it is observed that the screw got broken at head part. The broken surface is homogenous without any voids or dark spots. Few broken fragments were not received at cq. Threads on the received broken part looks deformed. The damage observed is consistent with explantation. Thus, the complaint can be confirmed. The part number of the received screw could be potentially vs206.010 to vs206.034 with reference to the surgical technique lcp® pancarpal arthrodesis plates. Defect identified/ device failure? Yes. Dimensional inspection: dimensional inspection of the received device was not performed at cq due to post manufacturing damage. Document/ specification review: the following drawing(s) was reviewed; -2.7mm dia locking screw, self-tapping with t8 stardrive recess, 6-60mm long. No design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: visual inspection, and document specification review of the received device was performed at cq. The complaint is being confirmed as the screw got broken at head part. While a definitive root cause could not be determined, it is possible that the device might have encountered unintended forces. The damage observed is consistent with explantation. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 10 of 10 for (B)(4).

Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. This report is for a veterinary complaint; there was no human patient involvement; therefore, this report will be reported as a malfunction not an adverse event. This report is for an unknown locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: this report is for a veterinary complaint; there was no human patient involvement. It was reported a greyhound was implanted with a plate and screws. Sixteen (16) months later the devices had to be explanted due to a surgical site infection. While explanting the devices, it was found the screws in the metacarpals expect for the most distal one had sheared off at the screwhead-shaft interface; this occurred with both locking and non-locking screws. It was noted this was not visible on radiographs. When the plate was removed two screw shafts were retrieved but the tip and some body of one screw was unable to be removed. All the screws removed easily, and no pressure was required to remove them. Two of the shafts remain in the dogs¿ metacarpals due to the shearing of the screw happening below the cis cortex and thus irretrievable without burring them out which was deemed too risky as the metacarpals could subsequently fracture. Concomitant devices: vet locking compression plate (part vp4301.12, lot h685923, quantity 1); cortex screws (part unknown, lot unknown, quantity 6); locking screws (part unknown, lot unknown, quantity 5). This report is for an unknown locking screw. This is report 9 of 9 for (B)(4). Additional devices for this event are captured on related complaint (B)(4).